Event description:
The user reported the roller pump did not function as expected. As a result, an alternate device was employed for the procedure. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.